Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No unexpected restart error alarm was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a broken belt clip slot, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had an error alarm on the insulin pump. It was reported that an unexpected restart occurred multiple times during normal use. Customer's blood glucose reading was noted to be 84 mg/dl. Device is being returned for analysis.